Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (130ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the housing of the controller was very hot. Controller replaced and patient tolerated the process well. No consequences to the patient, he was doing fine the whole time. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, both controller surfaces (top and bottom) were feeling warmer to the touch. Supplemental testing found that the q3 transistor appeared to be warming its surrounding area. An internal investigation has been opened by the supplier to address issues related with the q3 transistor. A root cause could not be determined as the controller performed as indented.